Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-33, lot # j0542914v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot # j0546674v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported there were surges, specifically when sitting. It was noted there were question marks in the results for some electrodes when impedances were run. It was also noted the patient was happy with their coverage. Follow up reported the patient was receiving effective therapy. It was also noted the patient and health care provider would discuss a plan for replacement. Further follow up reported patient felt surges of electrical impulses periodically and had for several months. More recently, the patient had to increase the amplitudes of their programs to get effective stimulation. It was also noted the patient was not getting effective stimulation to their left foot. After reprogramming, the patient had effective stimulation to all needed areas. Electrodes 0-3 had questions marks in the results when impedances were run. Low impedances were noted on electrodes 4-7. The voltage was at 2.65, it was also noted around 2.55 it was advisable to make a plan for replacement therapy. There was no injury or adverse event to the patient. Additional information has been requested, but was not available as of the date of this report.